Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate fault, upon inspection of the kickplate the fse discovered that it was making constant contact with the kickplate sensors and one of the screws holding the kickplate onto the system was slightly back out of its threads, so the fse removed and reinstalled the kickplate and then pulled the center of the kickplate to flex it off the sensors. The cart then began to drive like normal, the fse then took the cart up the hallways did a full 360 degree turn and pulled cart backwards back down the hallway to verify the proper function of cart drive. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported complaint can be attributed to a misalignment of the kickplate due to external factors.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign an oophorectomysurgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the patient side cart (psc) not moving backwards. The customer attempted to resolve the issue by pulling back on the kickplate and placing the psc in manual mode, but these efforts were unsuccessful, leading to the decision to abort the surgical procedure. The procedure was continued with a different robot with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated the incident happened during a surgical procedure. The circulator was driving the robot and tried to move it backward so she could adjust to be able to dock the robot. The port was already in place. The surgery was not aborted. They were able to move the broken robot out of the room and replace it with a different robot.